Event description:
The tube attached to the drip chamber became loose and fell off, when the pressure was turned on.

Manufacturer narrative:
The sample is to be returned for investigation. Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 12/29/2008.